Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation surgery with unspecified mentor gel breast prostheses that both ruptured post implantation. Bilateral rupture was diagnosed by a healthcare professional. Additionally, the patient developed capsular contracture (baker grade unknown) in both of her breasts post implantation. As a result, the patient underwent bilateral explantation and replacement with allergan gel breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis.